Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and had blank display. Customer's blood glucose value was 765 mg/dl at the time of incident. Customer had to stay one night in ICU. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with hospitalization. Customer will be returned device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm, low battery alarm or blank display noted. Unit was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.